Event description:
The customer reported that the system displayed an x-ray disabled error message and that rebooting the system would not clear the error message. This resulted in a loss of x-ray functionality. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The lemo connector was replaced. The system was then found to be operating as intended.